Event description:
It was reported while using the ultra wand lp during a concomitant surgical cardiac ablation procedure steam and damage to the device was noted along with a cardiac perforation. The patient was undergoing mitral valve repair, tricuspid valve repair and a cardiac ablation procedure. The device was affixed to the cardiac tissue and the pulsatile irrigation pump was set at 999cc/hour. With approximately 12 seconds remaining in the wand cycle a popping sound was heard and felt. The physician withdrew the wand from the tissue and noted that steam was coming from the wand. The wand membrane was ruptured and torn and the wand edges were blackened. A small cardiac perforation with accumulation of blood at the location of the wand was noted. Blood was evacuated and the perforation was closed with two sutures. The valve repair was completed and it was verified at that time that the closure of the perforation was stable and successful. The patient was removed from the pump with no issues and was extubated. Post-operatively it was noted that there was sluggish posterior wall motion, patient status is listed as "fine."

Manufacturer narrative:
Methods: actual device not evaluated. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed.